Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The sheath was obstructed and the valve was displaced. The dilator was unable to be inserted fully into the vizigo sheath. There was a lot of resistance when trying to insert it into the sheath and it would not advance thru the hemostatic valve. When the sheath was replaced, the issue resolved. No patient consequences were reported. The resistance the medical team was having with the sheath when they were trying to put the dilator into the sheath. There did not appear to be any physical damage on sheath/dilator before the attempt to assemble. There was no occlusion when irrigating the sheath. Regarding the sheath either being narrowed, partially blocked or completely blocked the reporter stated on visual inspection there is nothing wrong with the sheath. The dilator was not able to be moved through the sheath. The dilator could only be partially inserted, then was extremely difficult to withdraw. Hemostatic valve separation is MDR-reportable. Obstructed sheath is not MDR-reportable.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The resistance issue described by the customer could be related to this issue, the dislodged valve could have generated resistance against the dilator to advance through the sheath. Due to the condition of the hemostatic valve, an internal action was opened. The dilator was inserted once the dislodged valve was removed but no resistance was noticed, therefore, the dislodged valve could be related to the resistance issue described by the customer. A device history record evaluation was performed for the finished device number 00001945 and no internal action was found during the review. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 8-jun-2022, bwi received additional information indicating that nothing was broken. The hemostatic valve/brim cap/hub did not become detached from the sheath. The issue was noticed during prep. The dilator is very difficult, if not impossible, to advance into the sheath during prep but there is no visible reason. Prep is being performed according to recommendations. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)